Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient received a new pump and within a couple weeks they were having trouble with it. They are now looking at having to get the pump removed from their body. It was noted the doctor said it would need to come out.